Manufacturer narrative:
Unit received with currents in spec. No unexpected off no power w/o low battery indicator. Unit unable to prime during the prime/a33 test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip.

Event description:
The customer's reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was unknown mg/dl. The customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated that the device was not dropped or bumped. The customer was advised to insert a new (B)(6) aaa alkaline battery. The customer was advised to monitor insulin pump. The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.